Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (implanting for pre-operative rupture).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a preoperatively ruptured abdominal aortic aneurysm. The proximal neck was 7mm long, both iliac arteries (common and external) were calcified. The right side measured 14mm, the left was ectatic measuring 20mm with tight stenosis in the proximal common iliac. It was reported that during the procedure to fix the abdominal aortic aneurysm rupture, the physician occluded the aorta from the left groin using another manufacturer¿s balloon. The physician had the balloon going through a long 14 french sentrant sheath. The procedure was done with very little problem. Retrograde imaging showed the right internal iliac was occluded which matched up with the CT scan. The delivery system was removed with no problems, and a 18 french sentrant sheath was placed in the left femoral artery. When the retrograde imaging of the left iliac was done, a dissection in the common iliac was discovered. A 16x24 flared limb was placed with no problems. The case was finished, but stenosis in the proximal external iliac just below the distal end of the flared limb was then seen. The physician discussed treating this with a stent, but due to the patient¿s condition the decision was made to send them to the recovery room. The procedure was done percutaneous. After the case both leg pulses were diminished. They used a doppler and found the right pulse, however the left was very diminished. The decision was made to check the patient¿s legs later and get them stable. It was further reported that they took the patient back for a secondary procedure on left external iliac and a common femoral cutdown. They treated the external iliac with another manufacturer¿s stent, and fixed the area where the perclose was used. The patient also reportedly suffered a myocardial infarction. The physician felt like the calcified vessels played a big part of the problem. The physician then reported that the patient expired and the cause of death was multiple system organ failure. Per the physician, the death and myocardial infarction were not related to the device, but related to the overall shock of having a ruptured abdominal aortic aneurysm; the physician did not think the shock of having a ruptured abdominal aortic aneurysm was related to the procedure to implant the endurant stent grafts. The procedure was trying to fix the rupture. The physician was unsure what the cause of dissection in the left iliac artery was due to; it could have been the 14 fr sheath or the device but there was no way to tell. The stenosis of the iliac arteries was pre-existing and was not related to the device or procedure. The physician was unsure what caused the diminished pulses in the legs because the pulses were not checked pre-procedure due to emergent rupture. The right internal iliac artery was occluded prior to the placement of the stent graft.